Event description:
It was reported to manufacturer that the vns patient was scheduled for surgery to replace the generator due to end of service. The physician was not able to communicate with the device prior to surgery to verify end of service, however, a battery life calculation performed with the available programming history and the result supported the end of service claim. The surgeon reviewed x-rays prior to surgery and there were no lead discontinuities visualized on the x-rays. During surgery, when a new generator was connected to the existing lead and a lead test was performed, high lead impedance resulted. The test was repeated after removing and reinserting the lead pin, and retightening the set screw with the same result. There was no report of trauma, manipulation or any other event that may have caused a problem with the lead. The surgeon did not visualize any problem with the lead during surgery. The surgeon then removed the existing problematic lead and implanted a new device. The explanted lead and generator have been returned to manufacturer and analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not causse or contribute to a death or serious injury.